Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Result: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed.

Event description:
It was reported the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes were having lip out of tube, no report of medical interventions or serious injury.